Manufacturer narrative:
Updated field: b4, d8, d9, g1, g3, g6, h2, h3, h6 (investigation finding, investigation conclusions and component code), h11. A getinge field service engineer (fse) confirmed issue of augmentation leds not lighting up when pushing augmentation keys. Replaced keypad controller (0670-00-1145) which resolved the issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following investigation was performed by (B)(6). The failure analysis and testing dept. Received part number keypad controller serial number (B)(6) with a reported unit failure of no response from augmentation key. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number keypad controller serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the keypad controller to factory specifications per the cs300 service manual part number rev. W. The fat was able to recreate the complaint of no response from the augmentation key. When the augmentation key was pressed there was no click from the keypad and the led¿s were not lighting up. The keypad controller failed testing. Retaining the keypad controller in the fat per procedure number 0002-07-d008 rev.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by biomed staff the cs300 intra-aortic balloon pump (iabp) augmentation key has no response. There was no patient involvement.